Event description:
It was reported that the physician was not satisfied with the thresholds and felt that the lead had lifted slightly from the heart epicardium and scarred onto the ribs. It was noted that the patient had a lot of scar tissue on the heart. The rv (right ventricular) lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.